Event description:
The patient reported bubbles in her cartridge and there was insulin leaking from her cartridge. She indicated that her blood glucose levels rose up to 300 mg/dl. The patient administered self-treatment with insulin injection and did not report any symptoms. There is no indication that the product caused or contributed to an adverse event since the patient did not suffer from any serious injuries; however, this complaint is being reported due to the reported cartridge issues.

Manufacturer narrative:
Cartridges with lot # b201575 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.